Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a frayed grip cable at the distal end. .

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. The reoccurrence of the alleged failure mode would not cause nor contribute to an adverse event or serious injury. Isi followed up with the initial reporter and obtained the following additional information: there was no damage to the conductor wire at the instrument wrist. There was no indication of any frayed cables, and no signs of thermal damage. There was no other physical damage observed. There was no material missing or detached from the device that enters the patient¿s body. There were no issues regarding an unclamping failure while the instrument was gripping tissue. There was no report of any issues related to non-intuitive motion or uncontrolled motion. The jaws were not stuck on tissue.